Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was performed for provided lot number (B)(4). The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident and all inspections were within specification. To aid in the investigation of this issue, one picture sample was returned for evaluation by our quality engineer team. Through examination of the picture sample, the cannula was observed through the catheter component in the middle section. All product in the manufacturing facility is inspected for defects such as this by our vision detection equipment. As the product was used, it is not possible to identify the exact cause for this incident, however it is possible the event occurred due to incorrect handling. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends. Investigation conclusion: the defect needle through catheter could be identified and confirmed. The picture was observed and it was found that the cannula was through the catheter in the middle of catheter section, by the conditions of the sample this failure mode could be related with an inadequate handling during use. During the investigation was verified the equipment functionality and it was properly working, the equipment is challenged daily as part of our control plan, the cell for needle assembly equipment is directly involved with the assembly of this component and it could have influenced in the defect mentioned before, however the cell is designed to inspect this component 100% and the equipment is challenge on shift begin, gage change and length change per needle through catheter daily. We could not confirm this defect to manufacturing process due to, the package was opened and the sample used. It is important to mention that this product is assembled automatically and 100 % inspected through the process, a sample on this conditions could be detected in final assembly or packaging area since this condition is part of the quality control inspection. Root cause description: based on investigation results the root cause cannot be determined. Possibly, this defect could be related with an inadequate handling after to open the package y/o device placement. Rationale: based on the severity and the occurrence, this condition is considered as broadly acceptable in the manufacturing process. No formal corrective actions will be initiated at this time. No CAPA was opened since this issue could not be confirmed as manufacturing related issue.

Event description:
It was reported that bd nexiva¿ diffusics¿ closed IV catheter system 20 ga 1.25 in catheter was damaged. The following information was provided by the initial reporter: "below you will have a direct description from the nurse who have had the experience with a nexiva diffusics. "I was placing the pvk as usual, and blood was coming as it should. When I was about to push the plastic tube in, I felt resistance and initially thought that I had hit a vein. Therefore, I tried to pull the needle back a little bit, but this could not be done. I immediately couldn't get it back or forth. At the same time, I find that it was currently bleeding from a point 3-4 cm further down than the insertion site. I then pull out the pvk (which should be pulled harder than you usually have to). When I got the pvk out, I can see that cannula and plastic pipes have split right down at the base.""

Event description:
It was reported that bd nexiva¿ diffusics¿ closed IV catheter system 20 ga 1.25 in catheter was damaged. The following information was provided by the initial reporter: "below you will have a direct description from the nurse who have had the experience with a nexiva diffusics. "I was placing the pvk as usual, and blood was coming as it should. When I was about to push the plastic tube in, I felt resistance and initially thought that I had hit a vein. Therefore, I tried to pull the needle back a little bit, but this could not be done. I immediately couldn't get it back or forth. At the same time, I find that it was currently bleeding from a point 3-4 cm further down than the insertion site. I then pull out the pvk (which should be pulled harder than you usually have to). When I got the pvk out, I can see that cannula and plastic pipes have split right down at the base."".

Manufacturer narrative:
H.6. FDA device problem code(s): 1354.